Manufacturer narrative:
Customer complainted that the meter can not turn on / no image problem. S/n number not provided yet. The device is not returned yet. Relevant investigation will be initiated after receiving those information.

Event description:
No image / can not turn on of the self-monitoring blood glucose meter (model emng).